Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the illumination did not work and a system message displayed indicating the lifetime of the source was over. The timing of event is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
The company service representative examined the system and able to replicate the reported event. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on july 22, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp. However, determining if the xenon lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. (B)(4).